Event description:
Ect's caused perm. Seizures, bi frontal brain atrophy. Shrinking of grey and white matter in brain, perm. Cognitive physical behavioral issues. Was (B)(6) and now can't remember how to spell. The doctors kept telling my parents my memory and seizures and talk incomplete sentences would all be fine a few months after we stopped ects, but they kept doing them even after I have positive signs of brain damage shown in two eeg's and frontal atrophy in frontal lobes. The doctors kept saying I was fine and went on with treatment for two more years. I have been to 3-4 neurologist and had test with a physiologist at (B)(6). I live in (B)(6), but none of my doctors involved with ruining my life and ability to learn, will say anything about it. Just that it's too bad and they can't explain it... Even though we have an explanation. I also am (B)(6) now and still have to live with my parents. I finally now... After fighting and fighting with my doctors that there was something really wrong and finally going myself to (B)(6) to get a second opinion... They are sending me to traumatic brain injury rehabilitation. Still... Either of the doctors won't say it's from, ect. I have migraines everyday. I can't remember things. I can't control my anger and have lost my fiancee because of it. I was nothing like the person I now am, ect, ect, ect, ect. Ects should be illegal. Ect machines from 2007-2010. (B)(6), where I received treatment, got a different machine in 2009, I think the year was.